Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The large needle driver instrument was analyzed and found to found to have a broken main tube at the distal tip. A piece measuring proximately 1.98mm x 1.60mm was not returned with the instrument. The complaint regarding the broken tip was confirmed by failure analysis.

Event description:
It was reported that the 8mm large needle driver instrument had a broken tip. No further information was provided.